Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an illio femoral deep vein thrombosis (dvt) using an indigo system separator 8 (sep8), indigo system aspiration catheter 8 (cat8), and non-penumbra sheath. During the procedure, the physician made the first pass using the sep8 and cat8. The sep8 was then retracted back into the cat8 to clear any clot at the tip of the cat8. However, while re-advancing the sep8, the physician noticed the distal bulb of the sep8 broke off. The physician could not locate the broken bulb of the sep8 and continued the procedure using the cat8 with aspiration to remove the clot and clear the vessel. It was reported that at the end of the procedure, the physician found hard material on the filtration inside the canister which was believed to be pieces of the broken bulb of the sep8. There was no report of an adverse effect to the patient.